Manufacturer narrative:
A ge service representative performed an on site investigation. The camera and the collimator was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported, "when doing digital spot, there is a black image appearing. Ma goes up to 30." This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.